Manufacturer narrative:
Tech replaced the head up valve to resolve this issue. Bed found in basement hallway.

Event description:
Info received that the head panel was not moving up. No injury reported.